Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered, is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 1 days of wearing the adc freestyle libre sensor. Customer reported on (B)(6) 2018 at 12:30, he experienced unspecified symptoms of hypoglycemia and was unable to treat himself. He was treated soon after by an hcp who administered an injection of glucagon for his symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Performed visual inspection on sensor plug assembly, observed the sensor neck to have a crack across the width and through the carbon layer. Crack is consistent with insertion error. The complaint is not confirmed due to a user issue.

Event description:
Customer reported receiving a "replace sensor" message after 1 days of wearing the adc freestyle libre sensor. Customer reported on (B)(6) 2018 at 12:30, he experienced unspecified symptoms of hypoglycemia and was unable to treat himself. He was treated soon after by an hcp who administered an injection of glucagon for his symptoms.there was no report of death or permanent injury associated with this event.